Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the full lead was returned with the helix bent with no further helix testing possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right atrial (ra) lead became dislodged with the helix extended. It was noted that the lead had dropped down and the helix became attached to the tricuspid valve. The physician put tension on the lead in order to remove it, which subsequently bent the helix. The ra lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead became dislodged with the helix extended. It was noted that the lead had dropped down and the helix became attached to the tricuspid valve. The physician put tension on the lead in order to remove it, which subsequently bent the helix. The lv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.